Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that due to damage on bending tube, the joint section between bending tube and distal end is not secured. The grip was also noted to be sticky. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on historical data, possible causes include damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.